Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths at the distal portion due to procedural damage to the inner insulation. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.